Event description:
It was reported that there was not saline jet out across the operating window of the hand piece despite the saline bag, and hand piece are well connected to console. No patient injury reported. Treatment was cancelled. No clarification regarding if the patient was already under anesthesia.